Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was obtained. Per report, the ocular discomfort medication was discontinued, and the patient began eye drop medication for the inflammation and photophobia.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Pain and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Pain and decreased/impaired vision are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a left eye (os) stent procedure, the patient presented one (1) month postop with ocular discomfort and photophobia, characterized as "mild" and "non-serious". Per report, the ocular discomfort was treated with medication, with no intervention for the photophobia, and the event noted as "not recovered". Any omitted information was not available at the time of report.